Event description:
It was reported that during the implantation surgery several checks were performed to assess the status of the cochlear implant. Short-circuits appeared in all the electrodes and the ground path impedance could not be determined. The person who was carrying out the measurements in the surgical room thought that the implant was damaged, so it was removed and another implant was used. New checks were performed but the same results were obtained with the second implant and some periosteum that was still over the bone was removed. Then checks were carried out and it was seen that the implanted device was functional.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.